Event description:
Boston scientific received information that the thresholds had elevated on this left ventricular (lv) lead. The patient was seen in clinic for possible loss of lv pacing. Electronic repositioning was performed and the lv capture was obtained. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.